Event description:
It was reported that shaft break occurred. The target lesion was located in the severely calcified vessel. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the proximal shaft broke while trying to advance through the calcified lesion. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The synergy xd mr us 3.00 x 12mm stent delivery system (sds) was returned for analysis without the distal shaft containing the inner outer shaft polymer extrusion, stent, balloon, and tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A break at the wire exchange port was noted. The distal shaft polymer extrusion section of the device not returned so could not be reviewed. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely calcified vessel. A 3.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the proximal shaft broke while trying to advance through the calcified lesion. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications reported.